Manufacturer narrative:
(B)(4); date sent: 6/28/2023; d4: batch # unk. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number v94m7l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pressure plate of the echelon was not straight, it had a bump, which also prevented the knife from being triggered. This only became apparent during the operation. No patient harm nor significant delay reported. Procedure finished with same like device.